Event description:
Medtronic received information regarding that this bioprosthetic valve was abandoned during the implant procedure when aortic insufficiency was noted. The patient did not leave the operating room between the initial implant and the exchange of the valve for another bioprosthetic valve. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined as analysis has not been completed. Analysis: the valve was received at medtronic on november 26, 2008 and is currently undergoing analysis. Conclusion: review of the device history record shows that this valve met all manufacturing specifications for product released to distribution. No issues were noted that would have impacted this event. A follow up report will be filed following completion of the analysis.